Event description:
It was reported that this implantable pacemaker alerted for high out-of-range pacing impedance greater than 2,000 ohms triggering a lead safety switch (lss) to unipolar configuration on the non-boston scientific right ventricular (rv) lead. It was noted this issue happened approximately one year ago and the patient went into the clinic and the lead tested satisfactory and the configuration was changed back to bipolar. Technical services (ts) was consulted and advised the presenting electrogram (egm) shows no noise or artifact was observed. Ts also provided troubleshooting along with device optimization recommendations. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-boston scientific lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable pacemaker alerted for high out-of-range pacing impedance greater than 2,000 ohms triggering a lead safety switch (lss) to unipolar configuration on the non-boston scientific right ventricular (rv) lead. It was noted this issue happened approximately one year ago and the patient went into the clinic and the lead tested satisfactory and the configuration was changed back to bipolar. Technical services (ts) was consulted and advised the presenting electrogram (egm) shows no noise or artifact was observed. Ts also provided troubleshooting along with device optimization recommendations. The patient will be seen in-clinic next month. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-boston scientific lead remain in service. Additional information was received that the patient was seen in-clinic and the pacemaker alerted for high out-of-range pacing impedance greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar configuration again on the non-boston scientific right ventricular rv lead. Patient maneuvers were performed and there was no noise detected, and no noise was observed on the electrogram (egm) during the event. The physician ordered a chest x-ray, and the patient was scheduled for a follow-up in one year. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-boston scientific lead remain in service.